Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 68 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The pump powered up after battery installation and no critical pump error alarms were noted. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump alarmed pump error 63 during the self test and high sleep and active currents due to the corroded electronic assembly. The motor assembly was found corroded per visual inspection. The pump was received with a fading serial number label and minor scratches on the display window and case.